Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced shortness of breath, light headedness, flash-blackouts and atrial flutter. The patient noted that the implantable pulse generator (ipg) interrogations showed the incorrect dates. The patient stated that a damaged vacuum cord caused them to experience some shocks and is unsure if the ipg was 'messed up' as a result or if their heart was affected. The ipg remains in use. No further patient complications have been reported as a result of this event. Complaint: it was reported that the dates on the dates were off remote monitoring network. Troubleshooting: none specified. Outcome: other.